Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain in left hip. X-rays showed femoral head disassociated from stem. Stem and head were revised with competitor products.

Event description:
Patient complained of pain in left hip. X-rays showed femoral head disassociated from stem. Stem and head were revised with competitor products.

Manufacturer narrative:
Reported event: an event regarding disassociation, fretting and corrosion involving a lfit v40 cocr head that was mated with an citation stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted stem and metal head with blood and tissue on it. From the photographs provided there appears wear marks on the stem trunnion. There is nothing else remarkable to report. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event can be confirmed. The x-ray shows dissociation of the femoral head form the stem and wear and notching of the trunnion. Root cause: the root cause was likely material failure at the head neck interface and likely association with the lfit-tmzf combination. Additional medical records, revised implant, and lot numbers of the implants would be required for further assessment. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the head dissociated from the stem. From the photographs provided there appears wear marks on the stem trunnion. The reported stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA no further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.